Manufacturer narrative:
U.s. Reporting agent notified: (B)(4) 2014. Complaint description: during the procedure of cholecystectomy, the clips did not exit from the applicator properly. They fitted together and formed a cross so big than it didn't go through the trocar. The surgeon had to change the procedure in "open." Evaluation ongoing. No further patient information was provided at the time of this report.

Event description:
Country of complaint: (B)(6). Complaint description: during the procedure of cholecystectomy, the clips didn't exit from the applicator properly.